Event description:
It was reported that during a da vinci s surgical procedure, the wire had been torn off of the tenaculum forceps instrument. Nothing reportedly fell into the patient. There was no allegation of patient harm, adverse outcome or injury.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering found a broken pitch cable at the distal clevis hub. The cable segment that contains the crimp was missing from the clevis. The clevis did not exhibit any damage or wear marks. Additional observation not reported by the customer was main tube damage. The distal end of the main tube had scratch marks exhibiting light material removal and a rough surface finish. Scratches were short in length and were not axially aligned with the tube. Evidence not conclusive but main tube damage may be due to mishandling. The instruments & accessories instructions for use (IFU) specifically states: general precautions and warnings -handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction could cause or contribute to an adverse event, if to reoccur.